Event description:
It was reported that stent damage occurred. The 75%-80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was distorted and flared. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 48mm stent delivery system, catheter was returned for analysis. Examination of the stent identified stent damage. Stent damage on proximal and mid-section of the stent with struts lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75%-80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was distorted and flared. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable.